Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited oversensing, resulting in inappropriate mode switch episodes. No intervention was performed and the patient did not experience any symptoms throughout.